Manufacturer narrative:
The device was not returned to the service center for evaluation for the reported event; therefore, the exact cause cannot be determined. Upon receipt of the device, an evaluation will be performed and a supplemental report will be submitted.

Event description:
The service center received a report of a uropass access sheath (61138bx) that had a taper of a dilator break upon insertion into a patient. It was not reported if the broken item was retrieved from the patient. The physician completed the unspecified procedure with a new device. It was reported there was no patient injury from the reported event.

Manufacturer narrative:
Investigation was performed based on the device and the information we received from the customer. The sheath is significantly damaged and nearly separated from the funnel. Confirmation of complaint failure. The access sheath is normally used with a dilator or an endoscope inserted into the sheath. It would prevent the sheath from bending sharply or buckling. Without inserting a proper instrument (e.g. A guide wire), the sheath could not withstand the bending force and tension applied during use. As a result, it causes damage to the sheath.